Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was unknown. The cause of the high impedances was unknown. The actions/interventions taken to resolve the high impedances was to check the impedances at all levels up to 3v. The high impedances have not been resolved. All this information was confirmed with the healthcare provider (hcp). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was nothing wrong with the patient therapy, however, there was higher than normal impedances. Impedance tested at 3v on the 8840: c/0 2700, c/1 2200, c/2 2500, c/3 2300 0/1 4100, 0/2 5400, 0/3 5400, 1/2 3800, 1/3 4400, 2/3 4000 ohms. The patient was having a MRI of their spine and was thought to be unrelated to the device. No patient symptoms or further complications were reported as a result of this event.